Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Patient was revised due to loose stem. Sales rep noted it was difficult to remove the "loose" stem. Left hip.

Manufacturer narrative:
An event regarding loosening involving an accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: not performed as the device was not properly identified. -complaint history review: not performed as the device was not properly identified. Conclusions: the event could not be confirmed nor the root cause could be determined because the devices were not returned for evaluation and insufficient medical information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded that loosening may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time. Further information such as return of device, operative reports, clinical and past medical history, additional x-rays are needed to investigate this event further. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient was revised due to loose stem. Sales rep noted it was difficult to remove the "loose" stem. Left hip.